Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to fill a cartridge due to resistance. A new cartridge was loaded resolving the issue. Blood glucose level was 170 mg/dl.